Event description:
New information received stated that the asymptomatic patient presented for a routine follow up in clinic on (B)(6) 2019. The patient has been followed since 2018 for a suspected failing right atrial lead. The atrial lead exhibited low impedance and low sensing values. The capture threshold is unsure. Mode switch episodes were also noted, but it's not clear if they were due to noise or true arrhythmia. Slight noise was reproducible in clinic. Programming changes were made. Patient will continue to be monitored. It was discussed that lead revision may be required at time of routine generator replacement.

Event description:
New information received stated that the atrial lead was capped and replaced on 20sep2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was found that the atrial lead exhibited low impedance since (B)(6) of 2018 and the polarity switched from bipolar to unipolar. In unipolar, the lead impedance was also low. Since the patient was experiencing pocket stimulation with pacing, the polarity was changed back to bipolar. The patient was stable and not symptomatic. There were no plans for lead revision. The patient will continue to be followed up.